Manufacturer narrative:
Product ID 3487a lot# unknown serial# implanted: (B)(6)1997 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the implantable neurostimulator (ins) interrogation with the clinician programmer didn't report any issue. The cause of the problem had not been determined yet. A system revision was not scheduled but would clarify the issue. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: unknown, implanted: (B)(6) 1997, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a device issue. The patient reported during the follow-up that since the end of (B)(6), they don't feel the stimulation. Impedances were in normal range. Factors that may have led or contributed to the issue remain unknown. Impedances were measured by the clinician programmer and the rep tried to modify stimulation parameters with no success. Actions reported that there would probably be a revision of the system would be performed. The issue was not resolved but no surgical intervention occurred or was planned.